Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/4/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. One winding former with a needle-suture combination partially dispensed and one paper lid were received for analysis. Product code pdp340h. The visual inspection revealed a piece of adhesive tape adhered to the paper lid, which appears to be unrelated to the manufacturing process. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the reported issue contribute to any patient adverse consequences? Do you have any photos available for visual analysis? Could you please provide the lot number? Could you kindly perform and document the follow-up attempt for the product return?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, something resembling tape or a bandage was attached to the product name part of the package. The color is skin-tone and there is no text written on it. Another product was used to complete the case. There were no adverse consequences to the patient.